Event description:
The customer reported that there was a missing record of a drug given to a pt. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was a missing record of a drug given to a pt. The mar (medication administration record) did not indicate that the pt received the prescribed drugs, consequently the pt received an extra dose. No pt harm was reported. The initially available info indicates that the user was viewing the mar for the wrong day. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.